Event description:
It was reported that the dexcom g7 glucose readings were present in the dexcom app but not displaying on the ilet, consistent with intermittent communication failure between the cgm and the ilet; troubleshooting included verifying cgm details showing ¿na¿ for days left, re-entering the pairing code, toggling between g6 and g7, and restarting the ilet, bluetooth, and the phone. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed an interoperability problem consistent with intermittent communication failure related to the electrical and magnetic subsystem, specifically the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.